Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm twice and a system error 350 (optical sensor rail error) alarm during operation (patient information, medication, rate, dose, and volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.